Manufacturer narrative:
Per tandem user guide, ¿the transmitter is reusable and is replaced about every 3 months.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. No additional patient or event information was available. Reportedly, the transmitter had been in use more than 3 months. Tandem technical support instructed the customer to use a new transmitter.